Event description:
It was reported that this lead was explanted due to unknown reasons. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Amendment: per information from the sales representative the lead was not explanted but rather attempted due to placement difficulty. This is no longer reportable. Please disregard report number 2124215-2024-14171.

Event description:
It was reported that this lead was attempted due to placement difficulty. A different lead was used to complete the procedure. No adverse patient effects were reported.